Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the programmer had undergone a thorough examination. Product analysis received indicates that programmer may have been dropped or mishandled as the latch on liquid crystal display (lcd) assembly was found to be broken. The touch screen was functional but it was visibly dented. It could be due to improper closure of stowed stylus. Internal parts were found to be overheated and melted. The damaged parts were all replaced and programmer had passed all incoming tests.